Event description:
It was reported that customer was trying to get glucose monitor in the inserter but it does not go all the way. The customer was assisted through the steps of loading the enlite sensor in the serter. Customer's blood glucose was 39 mg/dl and stated it was low because he needed to eat. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.